Event description:
Powered stapler on the first attempt, the device broke and a new one was opened. While firing the stapler, the second device was not pulled back and thus was incorporated within the staple line. FDA safety report ID# (B)(4).